Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in sydney, australia. The investigation determined that the returned device had a leaky nrv valve. This caused device from completing its internal self-test in any valve configuration. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).